Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they change out the battery on the insulin pump and display did not come back on. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to clean the cap with a alcohol swab , inside compartment with a dry cotton swab and leave the battery out for 10 m minutes then try to reinsert a new battery. The insulin pump will not be returned for analysis.